Manufacturer narrative:
Submit date: 06/09/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the yankauer handle broke off during surgery in the patient. They were able to recover it. The patient was not injured.

Manufacturer narrative:
An investigation of the reported condition was performed. During a walkthrough in the actual line to detect potential causes, it was observed that all procedures are being followed accordingly. Two pictures were received for evaluation. A sample analysis was performed using the pictures provided by the customer; the picture shows that the handle was broken. However the image does not help to determine the possible cause. The reported condition by the customer could not be confirmed, since no physical sample was received for analysis. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample has not been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition, the potential root cause as determined by a walk through process performed and results in findings that the manifold and cooling system need improvement. A formal investigation action is being taken to address this issue. Brainstorm and fishbone analysis were performed. Preventive measures includes: change manifold in tool (spare part manifold). Clean out probes and tips. Clean out of cooling lines. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.